Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a left pulmonary vein isolation procedure, an air leak occurred. After inserting the sheath, air was aspirated into the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.